Event description:
A report was received that the patient had skin erosion above one of the leads. The patient underwent a procedure wherein the erosion site was cleaned and treated with antibiotics. The patient was doing well after the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2366-50 serial #: (B)(4), description: linear 3-6 lead, 50cm, model #: sc-3138-55, serial #: (B)(4), description: scs phiii ext 55cm. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.